Event description:
Patient disconnected from ventilator with no disc/sense or any other alarm. Occurred 4 times in one day. Patient had turned blue on at least one occasion. Contact mentioned unit had disconnected for about 15-20 on one incident with no alarm.